Event description:
Information was received from a health care provider (hcp) and patient (pt) regarding the pt with an implantable neurostimulator (ins). Hcp reports pt needs MRI. Pt reports they didn't know how long ago it was but that the ins died and couldn't be charged. Agent advised of possibility of having hcp fill out MRI eligibility form. Agent reviewed charging devices, however pt said that they didn't even know where the external equipment was anymore. Pt said that they had charged the ins for 8 hours and it never charged. Pt will connect back with hcp/MRI center. No symptoms were reported.

Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.